Event description:
Customer reported being hospitalized seven times for high blood glucose. Customer stated she was of the insulin pump for four days prior to the hospitalization because she did not have the correct type of insulin. Customer does not have the right type of insulin and has been of the insulin pump for a month. Hospitalization was not related to the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.